Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner would not lock into the shell. The surgery was finished with a backup product. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. A trilogy liner was returned for evaluation. As returned, the polar boss had been removed. Witness marks and damage are seen near the lock ring groove. The outside spherical radius was measured on a cmm using a 100% sample plan. All devices were conforming to print specification. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 65620005420, shell porous with holes 54 mm, 63557618.